Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button cover being contaminated, causing an intermittent connection. Upon further investigation, the monitor was unable to plug the trunk cable into the belt receptacle due to the guide pins being bent. The root cause of the contaminated cover is liquid ingress of an unknown contaminant. The root cause of the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.